Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample, serial number, were provided however logs were provided and a review of them was performed. Results of the logs review says: [x] defect not confirmed. Details of history log: log review shows on (B)(6) 2025 and 4:35am an infusion start of 7.5ml/hr and 100ml (dl: fentdrip). At 4:38am with volume infused to .43ml rate was set to 10ml/hr. At 4:42am with volume infused to 1.05ml infusion was stopped. At 5:00am infusion was started and at 6:00am upstream pressure alarm stopped the infusion with volume infused to 11.01ml. At 6:04am infusion was started and at 7:35am infusion was stopped with volume infused to 26.25ml and pump was placed on standby. At 7:43am pump was brought out of standby and infusion started and at 10:23am infusion was stopped with volume infused to 52.89ml and at 10:26am door was opened. At 10:29am infusion continued with multiple rate changes until kvo occurred with a volume infused to 100ml. Further investigation of the complaint is not possible without a sample. The reported defect was not confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: pt went from ed to or and was intubated and started on fentanyl . There was a series of dosing changes and starts and stops and the 100 ml bag was empty before it should have been completed based on the programming.